Manufacturer narrative:
The samples were sent to cpls (customer product line support) for testing and results are pending to date.

Event description:
A customer contacted beckman coulter inc (bci) regarding an elevated troponin (accutni) result of 2.70ng/ml generated by the access 2 immunoassay system for one patient's sample. The patient had an EKG performed which showed no signs of cardiac damage. No reports of death, injury, or change to patient treatment have been reported in connection with this event.